Event description:
At 0.5 cm near base of the 2.5 cm cylindrical diffuser began to burn. First it began to smoke and then light began to spread out onto the esophageal tissue. Treatment stopped at 235 seconds (total treatment of 750 seconds) when the problem was noticed. A new fiber was obtained and treatment started again and was completed.